Manufacturer narrative:
Analysis: visual inspection of the product shows a break in the tubing at the solvent bond interface. A leak was confirmed from this site. The product is used for delivery of cardioplegia, so blood loss is not a factor in the report. Review of the device history record shows that all possible lots of product for this event met all manufacturing specifications for release to distribution. No subseqent patient complication has been reported. Conclusion: no patient event. The device was replaced with no consequence to the patient. Reduced device performance occurred and was related to the reported event. Cause of event cannot be determined.

Event description:
Information received indicated the multiple perfusion set leaked while delivering blood cardioplegia during bypass. The product was replaced and bypass was continued without incident. No patient complication was reported.